Manufacturer narrative:
An intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The 30 degree endoscope was analyzed and failure analysis investigations replicated/confirmed the customer reported complaint. The endoscope was analyzed and found with a camera instrument adapter defect. The endoscope was placed through friction test using a screening aide to manually rotate the adapter to detect for friction. The camera instrument adapter did not rotate properly and/or noises were heard during testing and confirmed as binding. The camera instrument adapter was removed from the endoscope housing and found with endoscope adaptor (aea) bearing contributing to friction. Additional observation(s) not reported by site were also identified: the endoscope was placed on an in-house diagnostic tester or equivalent and found with local button controls not working properly. The endoscope failed the button functionality test due to left/right button not functioning or meeting specification. The endoscope was visually inspected and manually tested by hand using series of movement tests and failed. The endoscope was detected with rattling or noise from the housing and/or detected loose balls from the led windows. The endoscope was disassembled and confirmed with dislodged desiccant balls inside backend housing.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the 30 degree endoscope optics would not rotate, and the endoscope image was inverted. The procedure was completed with no reported injury.